Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly broke and a piece fell inside the patient. The fractured part was taken out of the patient during the same procedure. The customer used a spare instrument to continue with the procedure which was completed robotically. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The issue occurred about 1 hour after the procedure started and as the surgeon was grasping tissue. The surgeon noticed unspecified functionality issues with the instrument during the surgical procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before the breakage occurred. The instrument's wrist was straightened prior to removal and the or staff did not feel resistance while removing the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved by the assistant and were removed with another forceps. No additional surgical procedure required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for failure analysis evaluation. Failure analysis investigations confirmed the customer reported complaint of a broken instrument blade. For clarification, the instrument was found with a broken curved blade. The broken piece, measuring approximately 0.56" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. .